Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the infection had resolved after replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient could feel the ¿current in the wire as going to the nerve¿ in the trial evaluation but, since implant of the ins, they did not feel anything except itching at the ins site today. The patient stated that they were concerned because their symptoms were so greatly improved they could not believe it happened so fast. Device equipment basics were reviewed with the patient. It was reviewed that since they were getting good symptom relief there was no need to use the equipment until they wanted to make and change or turn the stimulation off. The patient mentioned that they had a follow up appointment in a couple of weeks. There were no further complications reported or anticipated. Additional information was received from the patient. They reported that their first system was completely replaced because their body rejected it, and the incision site became infected and never cleared. They were initially on oral antibiotics for four months following implant, and then intermittently, so their healthcare provider replaced the device and implanted the new one on their other side, their left side. There were no device issues or further patient complications reported at this time.